Manufacturer narrative:
After battery installation, device powered up with a blank display. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors. Plus there was rust at the bottom of the battery compartment as well as corrosion on the battery sleeve. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display. Device received with a vertical hairline crack in the battery threads just to the left of the left belt clip rail.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had time clock anomaly. The customer¿s blood glucose level was 101 mg/dl. Customer stated that the gain was greater than 1 minute per week. Customer states gain was greater than 4 minutes per month. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.